Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correction to the previous submitted report. Updated fields: g4, h2, h4, h8 corrected fields: h6, h11 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous follow up report. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was october 11, 2025.

Event description:
No additional information was provided from the customer.

Event description:
It was observed that during the device evaluation, the colono videoscope exhibited air/water tube and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.